Manufacturer narrative:
This event was initally reported to the FDA by the hospital ( (B)(6) hospital) under user report #1402310000-2023-8016 and was given the report number (B)(4) in the FDA maude database. When this event was first reported to microline surgical back in (B)(6) 2023, it was not clear that there was patient involvement. On april 09, 2024, it was realized that there was patient involvement and MFR report was created. However, no invetstigation could be conducted as the product was never returned to msi, and it is not expected to be returned.

Event description:
During a laparoscopic cholecystectomy, surgeon was using a spatula cautery tip for coagulation and when the scrub tech was cleaning the char off the tip, she noticed that the plastic coating of the spatula was peeling.the nurse opened a replacement tip and after the first use, the same thing occurred with the spatula tip.the tips were removed from patient care and turned into the specialty leader for further inspection.